Event description:
It was reported that this right ventricular (rv) lead exhibited no capture. X-ray confirmed lead had dislodged possibly due to patient twiddling the device. The lead was explanted and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.